Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came into the emergency room after hearing their device toning. The device was interrogated and the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead exhibited fracture, high pacing impedance, ventricular oversensing, elevated sensing integrity counter (sic) counts, and noise. The lead was initially reprogrammed off and later capped and replaced. No patient complications have been reported as a result of this event.